Manufacturer narrative:
Additional information: g4, h2, h6, h10/11. Additional investigation found no similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
One intraocular lens (iol) was returned for evaluation, in a dried condition, and stuck to the back of the peel-back foil. An opened lens box and was returned missing the peel pouch. Visual inspection found one haptic and a piece of the optic had been torn off and missing. The optic was torn to the center. The other haptic was bent. Particulates, saline dendrites and dried solutions were visible on the optic. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history record has been reviewed and there were no anomalies or nonconformances noted that may be related to this event. Investigation into this event is ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the right (od) eye, the surgeon noticed one of the iol haptics had broken after implant into the eye. The incision was slightly enlarged (2.44mm to 2.8mm). The iol was cut up and removed. A back up lens of the same model and diopter was successfully implanted and three sutures were required, which is not part of standard protocol. No further complications were experienced and the reporting facility indicated there was no patient injury. In the physician's opinion, the most likely cause of the iol damage was due to a loading error. The patient's prognosis is good.